Event description:
I have had swelling and tightness in my legs since taking orthovisc/euflexxa injections. I received first of three injections on (B)(6) 2017. I immediately started having back pains. Swelling of my legs, headache and rhinitis. I reported the side effects to my doctor on (B)(6) 2017. She indicated that she had never had a patient of hers experience such side effects. I told her my legs were extremely swollen and heavy. My face was also flushed and red. I feared that I was having an allergic reaction. I was also confused on what to do if I were having an allergic reaction. Therefore, I chose not to have the next injection. Ongoing symptoms and doctor failed to address. Quantity: 3 injections. Frequency: weekly. How was it taken or used: injection. Date the person first started taking or using the product: (B)(6) 2017. Date the person stopped taking or using the product: (B)(6) 2017.